Manufacturer narrative:
The pt remains ongoing with the implant device. The system controller, serial number (B)(4),. Was returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt came in to the hospital via emergency medical services with low flow alarms. The system controller and pt cable were replaced, but the alarms continued. The log file contained motor stopped events, elevated power values, and elevated avg pl values. These events all appear to have occurred while connected to the pt cable and power module. During an on-site visit, the percutaneous lead was tested and passed. X-ray images viewed on-site indicated an area of concern internally, but there were no areas of concern on the external portion of the percutaneous lead. The hospital stated that while connected to the power module, the pt attempted to get up and this movement caused a red heart alarm and the pt passed out. Pump operation was restored when the pt was laid back on the bed. An ungrounded pt cables was prepared and shipped to the hospital for use.